Event description:
A clinical director reported multiple micro bubbles during procedures involving eight pts. No pt identifiers were provided. There was no harm to the pts. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).